Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen using a cooladvantage coolcore applicator. The patient was treated on an unknown date with coolsculpting to the bilateral lower abdomen using a cooladvantage coolcore applicator. On (B)(6) 2020 the treated areas developed visible enlargement with well demarcated firmness within treatment area. No skin color changes, no pain, and no other signs or symptoms reported. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen and lower abdomen with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen using a cooladvantage coolcore applicator. The patient was treated on an unknown date with coolsculpting to the bilateral lower abdomen using a cooladvantage coolcore applicator. On (B)(6) 2020 the treated areas developed visible enlargement with well demarcated firmness within treatment area. No skin color changes, no pain, and no other signs or symptoms reported. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen and lower abdomen with paradoxical hyperplasia (ph).